Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported problem was failure of the patient board (dr board) due to failure of the operational amplifier. The subject device was verified a product manufactured prior to implementation of a change to the operational amplifier circuit design.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. No image was produced when the unit was tested with an olympus series 180 scope. The cause was isolated to the patient board. In addition, the connector was found loose.

Event description:
A user facility reported to olympus that no image was displayed when the scope was attached to the olympus, cv-190. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.